Manufacturer narrative:
A complete lead was returned for evaluation with the helix retracted and clogged with blood/tissue, which prevented the helix from being extended. The sheath, silicone tubing and coating of the cables were damaged, consistent with an explant procedure. An x-ray examination of the entire lead was normal. After being ultrasonically cleaned, the helix could be extended and retracted and the full helix extension was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricle lead was dislodged, resulting in exit block. When the lead was repositioned, the helix would not extend. The lead was explanted and replaced and the patient was stable.